Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the "localizer faulted" error appeared and the registration cannot be done. There was no delay in the procedure and no impact on patient outcome. Most likely cause of the event was due to localizer connector failure.